Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture and tear occurred. The 90% stenosed lesion was located in a moderately tortuous, non calcified proximal left anterior descending artery. On the first inflation the apex monorail 8mm x 2.00mm balloon ruptured at approximately four atmospheres. It was noted after the device was removed that the middle of the balloon was torn. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was further reported that the balloon was torn longitudually and the balloon was removed intact.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
(B)(4).